Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# unknown, product type: recharger. Product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the connector pin broke a while ago, and the patient has not been using the ins, so the ins depleted. The patient reported that the broken pin prevented her from being able to charge the recharger, so she could not charge the ins, which is off, so she is not receiving therapy, which was bothering her. The patient stated the therapy not working is because the battery is dead. Patient was issued a new desktop charger. Additional information received stated that the patient thought she was sent the incorrect part, and she was having to plug the cord in backwards and the arrows did not line up. It was determined that there was a piece of metal stuck in the recharger, when this was removed the cord connected correctly. The issue was resolved on the call. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of the connector shell being broken, and the pins damaged. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.